Event description:
The device was returned and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same as a device marketed in the u.s. Evaluation summary (B)(4): the device was returned and analyzed. The device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined.